Manufacturer narrative:
Analysis: analysis of the implantable neurostimulator (serial# (B)(4)) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). When asked when the device will be placed in the mail, the rep said the device is currently in pathology at the medical center per the hospital's protocol. The cause of the burning sensation was not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported burning down leg relative to the stimulation to their healthcare provider (hcp); they were seen in the office. As a result of what was reported, the hcp decided to explant the device. No environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included reprogramming. The action/intervention taken to resolve the issue was the hcp troubleshot the device. The issue was resolved at the time of the report. The hospital has possession of the product and it will be returned to the manufacturing company. No further patient complications have been reported as a result of this event.